Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported no relief or stimulation in knee, hip, and thigh since implantation of the new scs device. Pt mentioned an upcoming appointment with hcp and was advised to request an manufacturer representative (rep) for possible reprogramming. Agent sent a request to the rep in the area to contact pt and attempted to provide the nas phone number, but pt stated this was the same number used to reach manufacturer. 2 calls. Rep said they would meet the patient tomorrow at healthcare provider (hcp) office for a reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.